Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The ICD was returned for laboratory analysis. In addition, boston scientific was notified that this device is part of a legal action.

Event description:
Additional information was reported that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews operated normally and the seal plugs were intact. An x-ray of the device was taken and revealed a possible gap in the plates of one of the high voltage capacitors. The battery voltage was found to be at 3.077 volts. A review of the daily battery voltage measurements revealed a normal discharge pattern. The device¿s pacing and sensing functions were tested and it operated appropriately, according to its performance specifications.the device is on legal hold within the post market quality assurance laboratory so no further testing could be conducted. As no further information concerning this report is expected, our investigation is complete at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). All device measurements had been correct. Premature battery depletion was suspected. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. No adverse patient effects were reported. Analysis of the device¿s memory showed that the device declared eri due to long change time measurements. The charge time that caused the device to go to eri was approximately 40 seconds; however, the second charge time that occurred one hour later was at 17 seconds. In both instances the device was able to charge to appropriate level. The excessive time needed for charge times were likely due to a hardware issue and that therapy could no longer be guaranteed. It was discussed that the device should be replaced and returned for further analysis. Additional information indicated it is unknown when a replacement procedure will be performed as the patient was still undecided. No adverse patient effects were reported. At this time, the ICD remains implanted and in service.